Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported by customer for broken hardware of cs300 intra aortic balloon pump (iabp) unit. A getinge field service engineer (fse) investigated the issue and found broken iab fill port (d103-00-0398-01) pneu component. Therefore, he removed and replaced fill port as required. Also, he remarked as please refer to pm so (B)(4) for measurement details. He stated that patient involvement/harm information is not known, event circumstance is not known.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp)unit has broken hardware.